Event description:
The customer reported the display stays lit when the device is powered off. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.